Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was high impedance in the rv (right ventricle) and lv (left ventricle) with this device. The device was removed and a new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.